Event description:
It was reported that the patient is experiencing sharp pain in the implant area, described as electrical shocks in her right hip occurring approximately twice daily. The pain began about two weeks ago and is currently rated as a level 5 in severity. The patient is taking strong pain medication and was recently referred to an internal specialist and the implanting physician for further evaluation. The device was turned off as a precaution. The patient is on p1l7 and has not adjusted stimulation herself. The patient had an appointment and had their settings adjusted on the device. The patient no longer feels pain or discomfort and their symptoms are back to normal. The patient is doing well, and fully recovered. The patient is pain free and is following up with the doctor to discuss further steps. The patient will keep the stimulation off for now.

Manufacturer narrative:
Date of event (b3) - date is approximate based on first date of month reported. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.